Event description:
The facility reported an infusion pump with "batteries". Information was not provided regarding whether or not the device was in patient use when the event occurred. No record of any patient incident involving the pump. No patient injury had been reported. The pump was serviced in 03/2006, and failure code 570:320:803:07 was found in the event history and due to depleted batteries.